Event description:
It was reported that following a deep brain stimulation (dbs) revision procedure, the patient experienced a sensation of tugging in the neck at the site where the extensions traverse. The physician subsequently performed a repositioning procedure to relieve tension and loosen the wires in the patient's neck. Postoperatively, the patient is recovering as expected. The device remains implanted; therefore, it will not be returned to boston scientific for analysis.

Manufacturer narrative:
Block d2b: additional applicable product code: nhl. The device remains implanted in the patient; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A labeling review did not reveal any anomalies and states that pain, headache or discomfort is a known risk with the use of deep brain stimulation. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Block d2b: additional applicable product code: nhl.

Event description:
It was reported that following a deep brain stimulation (dbs) revision procedure, the patient experienced a sensation of tugging in the neck at the site where the extensions traverse. The physician subsequently performed a repositioning procedure to relieve tension and loosen the wires in the patient's neck. Postoperatively, the patient is recovering as expected. The device remains implanted; therefore, it will not be returned to boston scientific for analysis.